Event description:
The customer reported the system failed to save pt images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.